Manufacturer narrative:
Trackwise # (B)(4). The lot #25158185 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 03/08/2022. An investigation was conducted on 03/16/2022. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the harvesting device and cannula handle. The harvesting device was returned outside the cannula. A white strand of plastic was observed on the base of the jaws. The heater wire was observed to be slightly flexed due to normal clinical use. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. An engineer evaluation was conducted on 06/02/2022. Photographs were taken of the inner lumen, and it was observed that there were nicks and scratches on the lumen. No other visual defects were observed. Based on the returned condition of the device, the reported failure "particulates" was confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise #(B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period sep-2019 through aug-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/13/22) despite request and/ or customer indicated that the device would be returned; the device was not returned to maquet cardiac surgery for investigation, however photographs were provided by the account. A photographic inspection was conducted on 11/08/2021. Signs of clinical use and no evidence of blood was observed. In both photographs a white piece of material was observed. No other items were observed in the photographs. Based on the non-return of the device and the photographic evaluation, the reported failure "particulates; shavings" was confirmed, however we are unable to determine where the particulates came from.

Manufacturer narrative:
Trackwise #(B)(4). Corrected section: h3 - device not eval code, changed from "other" to "device evaluation anticipated but not yet begun". The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, when one side branch of the great saphenous vein was cauterized with hemopro2, the camera became cloudy, so take out hemopro2 out of the blood vessel and wipe it off with gauze. After that, when hemopro2 was inserted into the blood vessel again, a white foreign substance was confirmed in the blood vessel. After collecting the foreign matter, it was confirmed that it was a material that looked like a piece of plastic. From the appearance, I suspect a fragment of hemopro2. After confirming that there were no other foreign substances remaining in the blood vessels, the surgery was resumed. No incision was required. There was a delay of a few minutes. There was no bleeding. The surgery was completed without any problems and there is no effect on the patient at this time.